Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after the implant of a right atrial (ra) lead, this patient experienced a pneumothorax. The pneumothorax was drained and the ra lead continues to remain implanted and in service. No additional adverse patient effects were reported.